Event description:
Patient taken to operating room, intubated, and positioned for micro lumbar surgery with graft instrumentation, transforaminal lumbar interbody fusion l3-s1 with pedicle screws and neuro monitoring. Neuro monitoring device electrodes were connected to patient and was noted to not function correctly. No surgical incisions were made. Base unit (B)(4) was tested prior to patient being brought into room but per company rep, there is no way to test the neuro monitoring box (electrode box) prior to connecting to patient. Reported to company rep and company on same day of event. Company rep returned equipment to company.